Event description:
It was reported a pericardial effusion (pe) was noted. The procedure was cancelled. The patient passed away. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The appendage was heavily pectinated and shallow. The physician had difficulty performing transseptal puncture (tsp) due to patient having multiple previous ablations and a scarred septum. Two tsps were performed. After the second tsp, prior to attempting another watchman device, the blood pressure dropped and an effusion was noted on transesophageal echocardiogram (tee). There was a pericardial effusion noted around the right ventricle and appendage/transverse sinus. A perforation was in the distal end of the appendage. The patient was then sent to cardiac surgery and had a sternotomy. The patient was still intubated at the hospital, but expected to fully recover. The patient developed lactic acidosis two days after the sternotomy, and had multiple organ failure. The patient passed away on (B)(6) 2025. The device is not expected to be returned for analysis (retained). It was reported that the versacross rf wire was tenting less than ideally, and still clear. There were no malfunctions reporter and in the physician's opinion, there is no contribution from versacross devices to the patient complications. Act was therapeutic. A pericardiocentesis was not done, since the perforation was not in a spot that could be accessed to do so.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.